Event description:
Infected device. Dr. (B)(6) said the patient was infected so she removed the entire system. The patient is wanting it to be replaced now because her symptoms have gotten worse since removal. However, she has other unrelated fungal infections right now.